Event description:
A home pt's nurse reported that a home pt presented at the dialysis clinic in 2004 with cloudy effluent and abdominal pain. The home pt was diagnosed with peritonitis and treated with a loading dose of gentamicin, 200mg, intraperitoneally (ip), and 1g of vancomycin ip. The home pt was advised to administer 60mg of gentamicin, ip, daily, for seven days. The home pt was also give 1 additional dose of vancomycin, 1g, ip, the following month. The nurse has concluded the home pt has made a full recovery based on their absence of peritonitis symptoms. No hospitalization was required.